Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post use for a coronary artery bypass procedure, bom 7mm extended length endoscope eye piece on scope was broke. No patient involved.

Manufacturer narrative:
(B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in (B)(4).

Event description:
The hospital reported post use for a coronary artery bypass procedure, bom 7mm extended length endoscope eye piece on scope was broke. No patient involved.